Event description:
Caller states the patient tested 5.7 inr on the coaguchek test system and 3.6 inr on a comparison lab. Coumadin was reportedly held based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 416a-f7, exp 3/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.